Event description:
Poryo, m., gheibeh, a., rentzsch, a., abdul-khaliq, h., & pfeifer, j.; journal of clinical medicine; 2025; 14, 113; transcatheter embolization of systemic-to-pulmonary collaterals: a new approach using concerto¿ helix nylon-fibered microcoils; doi.org/10.3390/jcm14010113 literature was reviewed regarding 'transcatheter embolization of systemic-to-pulmonary collaterals: a new approach using concerto helix nylon-fibered microcoils'. The time frame of this study was january 2016 to december 2023. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: concerto helix nylon-fibered microcoils (chm). Rebar-18 catheter. A death occurred in the study population. Independent of the procedure, a child with a tetralogy of fallot and borderline left ventricle died three weeks later after surgical correction and postoperative extracorporeal life support (day 20 postoperative). Among patient adverse events included: vascular injury with resulting extravasation of contrast medium surrounding the target vessel. Formation of a stretched instead of a coiled structure in a portion of the distal chms. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.